Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal and distal edges of the stent. Some proximal stent struts were bent back distally. Some distal stent struts were slightly flattened. This type of damage is consistent with the delivery system encountering some form of restriction. There was a slit in the mid-shaft extrusion polymer measured approximately 16.5cm proximal from the proximal edge of the proximal marker-band. The core-wire protruded from this aperture. This type of damage is consistent with excessive force being applied to the delivery system. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. Handling damage is determined to be the most probable root cause.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. Upon removing the taxus liberte' 2.25x12mm drug eluting stent from the packaging it was noted that one of the struts was broken. The procedure was completed using another device. No patient injuries or complications were reported.